Event description:
A platelet count was performed and registered a zero. A pt was transfused with platelets, however, the pt did not need the platelets because upon recollection, the platelet count was normal. They concluded the specimen was clotted (they did not find a clot).